Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 450 mg/dl. Tandem technical support performed a system check and found that the tubing should be changed. The customer indicated that the supplies were due to be changed that day and after changing them, a correction bolus would be delivered to address the high bg level. Reportedly, apidra insulin was being used.